Event description:
A health professional in (B)(6) reported there was a crack in the cassette of a cartridge blood line observed during treatment. Treatment was stopped and completed with a new blood line.